Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
It was reported that it would not start the measurement for the neonatal infant ((B)(6)) by the devices / cable / sensor. Also, probe off came up. Clarification received indicated that the device shows values but it was not connected to a patient. There was no known impact or consequence to patient.